Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that a pico 14 stopped working after 6 days of use for negative pressure wound therapy. The device displays orange lights, along with a steady green light. No injury was reported.